Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer on 3/29/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms and no medical attention is reported since the last call. Customer states the hospital does not know if his dizziness was due to diabetes or other health conditions. Customer was referred by his healthcare provider to an e.n.t. Specialist. Customer is satisfied with the replacement.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison (285/mg/dl true track and 147mg/dl another meter) and results obtained of 386mg/dl. The customer's expected fasting blood glucose test result range is 160 to 180mg/dl. Customer had no symptoms at the time of the call. Medical attention is reported as a result of previous glucose results and symptoms. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/22/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in states his meter read 285mg/dl fasting and felt dizzy at that time. Customer called the paramedics and 10 minutes later the paramedics tested with their meter and read 147mg/dl fasting. Paramedics performed two EKG tests prior to taking customer to the hospital. Customer states he felt dizzy at the time of the incident but is not sure if it was due to his diabetes or if it was due to the medications he was taking. Customer states his normal fasting range is 160-180mg/dl fasting. Customer states he was admitted to the hospital on (B)(6) 2017 at 4:00 pm. Customer states they admitted him because they wanted to see why he was dizzy and to make sure that he wasn't bleeding internally and to make sure that it wasn't due to a stroke. Customer states they ran many test while at the hospital that he had an MRI, CT scan, and sonogram of the arteries of the neck. Customer states while at the hospital he was treated with insulin to manage his diabetes. Customer states his glucose readings were within range while at the hospital. The next day at the hospital, the customer read 189mg/dl fasting. Customer states he was discharged from the hospital on (B)(6) 2017 between 6pm-7pm and had no medication changed or new medications prescribed. The hospital advised him to follow up with his primary doctor. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. Meters time and date is set incorrectly.